Event description:
International affiliate reports the pt was in critical condition two days after the valve had been implanted. X-ray/CT scan revealed the siphonguard component has separated from the valve. The device was explanted and replaced and the pt's condition has improved.